Event description:
Mentor worldwide smooth gel silicone breast implants bilateral immediate: heart arrhythmias/pvs recorded in picu I work at, connective tissue issues (knee/ankle) 6 months after implants placed: liver enzymes alt/ast super high on blood tests prior to guillain-barre syndrome crash, hashimoto thyroid disease, rheumatic fever, full body pain (sensory), full body muscular atrophy (1/4 - 1/2 inch per every 2 days for 7 weeks and imbalance until ivig was given), ms (B)(6) with glove and stocking elbows/knees to hands/feet, eye and throat muscle swallowing, and dizziness as per weak eye muscles, tingling in face, numbness and full body pain to ribs and all 4 extremities arms/legs, back, spine. Rheumatoid arthritis - like joint issues in low back, both hips, knees and feet are now a bad issue too.